Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on may, 29 due to diabetic ketoacidosis and a high blood glucose level of around 600 mg/dl. The customer experienced symptoms such as nausea and vomiting and he also had positive results in ketone test. Troubleshooting was not performed. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.